Manufacturer narrative:
The initial report (1826988-2015-538) was inadvertently filed under the wrong customer and should be omitted. The correct report is 1826988-2015-524 and was sent to the FDA on 10/20/2015.

Event description:
The customer ran a control test on the contour using a non-bayer control solution and the meter did not automatically mark it as a control test, which will be displayed as a blood test when accessing the meter memory. The customer was asked to return the test strips and control for evaluation. New meter, strips and control were sent to her.